Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies that would contribute to the issue. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. The root cause of the reported issue could not be determined.

Event description:
Related manufacturer report numbers: 1627487-2021-01549, 1627487-2021-01550, 1627487-2021-01551, 3006705815-2021-01582, 3006705815-2021-01583. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.